Manufacturer narrative:
Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
It was reported that during a peripheral atherectomy procedure using the hawkone m atherectomy device and the spider fx embolic protection device (spiderfx 6.0 guidewire/embolic protection), an interaction between the spider fx and the atherectomy device was reported. Removal difficulties were reported, and device removal required a cut-down. A detached component was removed by cut-down. The procedure was aborted. The patient was admitted to the hospital, and the patient outcome was reported as alive with no injury.